Event description:
Intra-operatively, the pt showed a severe air embolism that caused cardiac arrest requiring internal cardiac massage and air drainage in the right ventricle. The pt recovered (avert).

Event description:
In 1998, dr implanted a 29mm mitral st. Jude medical mechanical heart valve sjm masters series (model 29mj-501) during heartport port-access valve surgery. This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history of atrial fibrillation, cardiomegaly, rheumatic heart disease, and left atrial enlargement. According to the info received, the pt experienced an intraoperative pulmonary embolism that led to cardiac arrest. This required a median sternotomy to allow internal cardiac massage and air drainage of the right ventricle. It was reported the pt recovered and was discharged eleven days postoperatively. The valve remains implanted and no additional info was received.